Event description:
It was reported that during a thoracic surgery procedure, the clips were creating bleeding when the vessel was clipped in the chest. The clips were formed properly. They used another clip or suture to complete the procedure.

Manufacturer narrative:
(B) (4). (B) (4). Info anticipated, but unavailable at this time.